Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported. It was reported that review of the most recent remote monitoring data identified shock impedance measurements had increased to approximately 150 ohms. The associated right ventricular (rv) lead has been implanted for twenty years. Sensing and pacing impedance measurements on the rv channel have been stable and within normal range throughout the past year. Additionally, review of a recent non-sustained ventricular tachycardia (nsvt) event showed the electrograms were free of noise with appropriate sensing. A device changeout was performed 2 years ago at which time, a commanded shock resulted in a measurement of 116 ohms. A boston scientific technical services consultant suggested a commanded r-wave synchronous shock be considered to confirm shock efficacy in the event the patient has a true arrythmia. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported. It was reported that review of the most recent remote monitoring data identified shock impedance measurements had increased to approximately 150 ohms. The associated right ventricular (rv) lead has been implanted for twenty years. Sensing and pacing impedance measurements on the rv channel have been stable and within normal range throughout the past year. Additionally, review of a recent non-sustained ventricular tachycardia (nsvt) event showed the electrograms were free of noise with appropriate sensing. A device changeout was performed 2 years ago at which time, a commanded shock resulted in a measurement of 116 ohms. A boston scientific technical services consultant suggested a commanded r-wave synchronous shock be considered to confirm shock efficacy in the event the patient has a true arrythmia. The system remains in service and no adverse patient effects were reported. It was reported that a revision procedure was performed and the associated rv defibrillation lead was removed from service due to continued out of range shock impedance measurements. Additionally, the associated atrial lead which was previously electrically abandoned due to a fracture was also explanted. The physician experienced difficulty removing the rv defibrillation lead due to a heavily calcified junction in the superior vena cava. The lead broke and one segment was explanted and the other segment was surgically abandoned. The explanted portion of the lead was disposed and will not be returned for evaluation. This device remains in service. No additional adverse patient effects were reported.